Event description:
(B)(4). Due to the essure, I have migraines daily, extreme pelvic pain (like someone is stabbing me with a knife), bloating, pelvic spasms that makes me feel as if I am pregnant, extreme irritation in the vaginal area, shortness of breath, extremely heavy menstrual cycles (several blood clots) and an amount excessive vaginal secretions.